Event description:
Pt undergoing endoscopic retrograde cholangiopancreatography (ercp). Proceduralist ordered biliary stent placed. Before placing inside the pt, the stent failed to move properly when adjusting with the wire. Stent discarded. Another stent was used and deployed successfully.